Manufacturer narrative:
(B)(4). Product packaging was discarded by the account - lot # and unique identifier (UDI) # will not be available.

Event description:
According to the reporter: occurred during a laparoscopic partial nephrectomy procedure. The trocar extendable middle sleeve broke inside the abdominal cavity intraoperatively. All pieces were removed by the surgeon. No other patient issues occurred. The patient went home the same day and did well.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one photo of a device. The photo depicts two ports; one with the anchor tabs deployed properly and the other with the anchor tabs disengaged. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. The investigation has concluded that the anchor tabs will not break when the device is used in accordance with the IFU (instructions for use). However, the anchor tabs have been noted to break if the user attempts to insert or remove the port with the anchor tabs in the open or partially open position. Step #6 in the IFU instructs the user to activate and expand the cannula after the cannula is in the desired position within the abdominal cavity. The IFU further states that upon completion of the endoscopic procedure, release the locking mechanism (reverse step #6). Penetration and removal of the device requires that the anchor tabs are in the closed position. Replication of the reported condition may be due to insertion or removal of the port without the anchor tabs being fully closed. Under these circumstances, the tabs may be exposed to excessive force and therefore break. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.